Manufacturer narrative:
The tip of the probe was broken off. The probable root cause/s could be excessive force used when inserting or removing the probe, probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was broken. It was also noted that all pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip was broken. It was also noted that all pieces were retrieved and the surgery was completed successfully.